Event description:
This solicited device case from united states was received on (B)(6) 2014 from a non-health care professional via pt support program. This case involves a (B)(6) male pt who died in his sleep after receiving treatment with synvisc. The pt's medical history, concomitant medications or concurrent conditions were not reported. The pt's previous medicated included synvisc in (B)(6) 2013. On an unk date in (B)(6) 2014, the pt initiated treatment with synvisc injection (dose, route, frequency, indication, batch/lot no., expiration date: not reported). On (B)(6) 2014, the pt died in his sleep. It was unk if an autopsy was done. Company causality: not associated. Reporter causality: not reported. It was reported that no further info was available.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc no:(B)(4). The product lot number was not provided, therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme would continue to monitor complaints to determine if a CAPA would be required. Add'l info was received on (B)(4) 2014. Ptc investigation results were added. Text was amended accordingly.